Event description:
It was reported that the patient has effective therapy post operatively.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2019 and the ipg was explanted and replaced.

Event description:
Follow-up information provided; the patient last had therapy and charged approximately 3 months ago. Troubleshooting was unsuccessful.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to not charging frequently. As a result, the patient is awaiting surgical intervention.